Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "strange feeling and hardenings¿. Patient's representative later reported pain, tenderness and deformation of the breast, as well as "silicone leakage" (side unknown). Patient representative later reported right side device rupture, shape change. This record relates to the right side. The device was explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported patient ¿developed all sorts of illnesses in recent years, including endometriosis with 4 laparoscopic surgeries and frequent infections¿ (not device related) and right breast is "very soft on palpation with no implant margins palpable, with only outside rippling palpable" and "enlarged axillary lymph node, easily movable." En bloc capsulectomy was performed.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: visibility/palpability: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed lymphadenopathy: unable to observe as it is a medical event not related to the device. Infection (unknown onset)-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.